Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6).

Event description:
The patient presented to the clinic for follow-up with worsening heart failure symptoms. The device was attempted to be interrogated with two different programmers without success. In addition, the telemetry test failed. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Premature battery depletion and an interrogation issue were confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.  Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.